Manufacturer narrative:
On (B)(6) 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, the sm mpp gel 250cc breast implant was observed with no apparent damage or visual anomalies. Scar tissue was noted in the picture. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; left side baker grade ii, and generalized illness symptoms including autoimmune like symptoms, pain in breast, backache, tiredness, and hair loss. (B)(4).

Event description:
It was reported that a (B)(6)-year-old hispanic female patient underwent unspecified breast augmentation with a 250 cc mentor memorygel breast implant on both sides and experienced right side breast implant rupture, bilateral capsular contracture; left side baker grade ii, and right side baker grade iii, and generalized illness symptoms including autoimmune like symptoms, pain in breast, backache, tiredness, and hair loss postoperatively. As a result, the devices were explanted on (B)(6) 2021. This report is for the patient¿s left-sided device.